Event description:
Customer reported a light anesthesia case. There was no reported pt injury. Ohmeda's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.